Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is unable to be interrogated. The patient is in hospice care at their home, so a magnet was placed over the device to disable therapy delivery and initially it emitted tones, but it has since stopped. A magnet reset was performed but no tones have been produced. Technical services (ts) was consulted and discussed optimal magnet placement over the device and how a magnet should be kept over the device to avoid therapy delivery during patients expiration. This device remains in service. No adverse patient effects were reported.